Manufacturer narrative:
Product event summary: the 4fc12 flexcath advance steerable sheath with lot 0012884877 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 18 and 25.5 inches from the tip. Visual inspection of the handle area was performed and no anomalies were identified. The handle had no cosmetic issues and the side tube was connected properly to the handle. Visual inspection of the dilator was performed and no anomalies were identified. The shaft, tip, and the length were according to specifications. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 psig showed the pressure decay in the device was 0.05329 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00919 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00556 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported clinical issues cannot be assessed through testing. The sheath failed the returned product inspection due to a kinked shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: transseptal puncture needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the pericardiocentesis, 200 ml of blood was extracted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported after the transeptal puncture was carried out with another manufacturer's sheath, the sheath was replaced with a medtronic sheath which then perforated the atrial wall leading to cardiac tamponade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the large sheath penetrated the atrial wall, the patient developed a cardiac tamponade. The 'large' sheath was supposedly replaced with the flexcath sheath. As a result, the patient¿s heart rate decreased, blood pressure dropped sharply, and cardiac contraction became slow. Pericardiocentesis was performed and the patient was stabilized. The patient was transferred to the critical care unit for observation for five days. The procedure was aborted. No further patient complications have been reported as a result of this event.